Event description:
This report is based on information provided by philips bench service engineer (bse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating the 3 lead ECG cable is faulty. The bse evaluated the device and found the 3 lead ECG cable was faulty. The user was informed to order this part through their normal part ordering system. There is no further action needed at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.